Manufacturer narrative:
(B)(4).

Event description:
Reportedly, during testing, the down arrow button on the ventilator was not functioning. The device was not in use on a patient when this event occurred.